Event description:
It was reported that a lead warning was triggered for low impedance on the right atrial (ra) lead. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314drg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 6949 implantable tachy lead (B)(6) 2006.